Event description:
Reportedly, the instrument was applied to the tissue, the "beep" was heard, and the surgeon activated the cutter and cut the tissue. When the jaws opened the tissue bled. To mitigate the bleeding, clips were applied to the resected area. No injury to the patient was reported.